Event description:
Customer reported that he experienced high blood glucose. Customer stated that the reservoir was close to being empty. Customer woke up and the insulin pump had rewind itself; he did not push any buttons. Blood glucose was 435 mg/dl. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.